Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Three full shelf cartons were returned in good condition. Ten random samples were leak tested with no issues or failures noted. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. A device history record review was completed. Assembly batch 6090849 had 42 visual inspections performed on 2,100 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. Assembly batch 6090850 had 11 visual inspections performed on 700 parts with zero defects noted. One leak test was performed on five parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.